Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. The femoral trial has fractured through the lateral condyle. A complaint database search on the provided product family identified similar reports which when confirmed were attributed to suspected misuse and or misapplication of the device. Based on previous evaluations, the root cause is attributed to misuse and or misapplication of the trial. Based on the root cause of suspected misuse, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Trial broke in two pieces when putting leg into extension.